Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during a laparoscopic vaginal hysterectomy procedure, the blade broke during use. Approximately 3/4 of the tip broke off and fell into the patient and was retrieved. The procedure was completed using a like device. There were no patient consequences reported.